Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. Device received with corroded battery tube. Insulin pump received power error and unexpected battery power loss due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had replace battery now alert without low battery. Customer experienced high blood glucose of 30 mmol/l. Customer stated that insulin pump was going off that resulted on blood sugar going up. Customer also reported that insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.